Manufacturer narrative:
Added information to h6. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined. Corrected data: corrected g2- added literature. Corrected h6- health effect-impact code to insufficient information

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
Edwards reviewed "early experience with a prefabricated bioprosthetic aortic valved conduit: the first 100," rolando calderon-rojas, gabor bagameri, hartzell v. Schaff, juan a. Crestanello, arman arghami, phillip rowse, claire yee, nishant saran, philip j. Spencer, joseph a. Dearani, malakh shrestha, early experience with a prefabricated bioprosthetic aortic valved conduit: the first 100, jtcvs open, volume 26, 2025, pages 34-43, issn 2666-2736, https://doi.org/10.1016/j.xjon.2025.04.024. It was noted there were 5 patients implanted with a 11060a aortic valved conduit underwent reoperation for bleeding (early postoperative). No indication on type of intervention and no patient identifiers.